Manufacturer narrative:
MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
MEDTRONIC RECEIVED A REPORT OF PIPELINE FAILURE TO OPEN AND RESISTANCE DURING RETRIEVAL. THE PATIENT WAS UNDERGOING SURGERY FOR TREATMENT OF A SACCULAR, UNRUPTURED, LEFT INTERNAL CAROTID ARTERY (ICA), OPHTHALMIC SEGMENT A NEURYSM WITH A MAX DIAMETER OF 8MM AND AN 8 MM NECK DIAMETER. THE LANDING ZONE WAS 4.25 MM DISTALLY AND 4.2 MM PROXIMALLY. IT WAS NOTED THE PATIENT'S VESSEL TORTUOSITY WAS MODERATE. ROUTINE DUAL ANTIPLATELET THERAPY WAS ADMINISTERED FOR ONE WEEK BEFORE THE PROCEDURE. THE ANGIOGRAPHIC RESULT POST PROCEDURE SHOWED THE ANEURYSM OF THE OPHTHALMIC SEGMENT OF THE LEFT INTERNAL CAROTID ARTERY. IT WAS REPORTED THAT THE OPERATOR PERFORMED IN SITU DEPLOYMENT. DURING STENT DEPLOYMENT, THE DISTAL TIP END DID NOT OPEN. AN ATTEMPT WAS MADE TO RETRIEVE THE DELIVERY SHEATH AND REDEPLOY THE STENT, BUT THE SHEATH BECAME STUCK AT THE TIP OF THE MICROCATHETER AND COULD NOT BE WITHDRAWN. MULTIPLE ATTEMPTS WERE MADE, BUT THE SHEATH STILL COULD NOT BE RETRIEVED INTO THE MICROCATHETER. AFTER DEPLOYING THE STENT, ATTEMPTS WERE MADE TO PUSH AND MANIPULATE IT, BUT THE DISTAL TIP END STILL FAILED TO OPEN. THE SYSTEM WAS THEN COMPLETELY WITHDRAWN FROM THE BODY. AFTER REPLACING IT WITH A 4¿20 STENT, THE PROCEDURE WAS COMPLETED SUCCESSFULLY. THERE WERE NO PATIENT SYMPTOMS OR COMPLICATIONS ASSOCIATED WITH THIS EVENT. THE PIPELINE WAS NOT USED FOR AN INDICATION THAT IS NOT APPROVED (OFF-LABEL). THE PIPELINE AND ACCESSORY DEVICES WERE PREPARED AS INDICATED IN THE INSTRUCTIONS FOR USE (IFU). THE PIPELINE'S DISTAL PORTION WAS POSITIONED IN A BEND AND MORE THAN 50% HAD BEEN DEPLOYED WHEN IT FAILED TO OPEN, THE PIPELINE WAS RESHEATHED MORE THAN TO 2 TIMES. THERE WERE NO ADDITIONAL STEPS OR OTHER DEVICES REQUIRED TO OPEN THE PIPELINE. THE PIPELINE WAS RESHEATHED AND REMOVED WITH THE MICROCA THETER, AND FROM THE PATIENT. ANCILLARY DEVICES INCLUDE A TON-BRIDGE MEDICAL LONG SHEATH, A TON-BRIDGE MEDICAL SILVER SNAKE 6F-115 GUIDE CATHETER, A XT-27 MICROCATHETER, AND A ASHAHI 0.014.

Manufacturer narrative:
H3 UPDATED to include compatibility with microcatheter Product Analysis #709138389: ¿As Found Condition: The Pipeline Flex pusher was returned for analysis inside a dispenser coil, inside an open Pipeline Flex inner pouch, inside a sealed biohazard plastic pouch, and inside a shipping box. The Pipeline Flex braid was not returned. ¿Damaged Location Details: The Pipeline Flex tip coil was in good condition. The Pipeline Flex distal and proximal DPS restraints and DPS sleeves were intact, and no damage was noted. No defects were found on the Pipeline Flex re-sheathing marker and re-sheathing pad. The Pipeline Flex distal hypotube was observed to be stretched, with the PTFE shrink tubing intact. No bends or kinks were observed on the Pipeline Flex pusher. No other anomalies were noted. ¿Conclusion: Based on the reported information and device analysis, the customer¿s ¿Failure/Incomplete to Open at Distal¿ report could not be confirmed. The Pipeline Flex pusher was returned without the braid. It is possible that the user deploying the braid in the vessel bend may have contributed to the failure to open. However, the root cause of failure to open could not be determined. Since the Pipeline Flex braid was not returned, the braid¿s contribution to the reported failure to open could not be assessed. The customer¿s ¿Resistance During Re-sheathing/Failure to Re-sheath¿ report was confirmed, as the returned Pipeline Flex pusher was observed to be stretched. However, the root cause could not be determined. The reported non-Medtronic (XT-27) microcatheter was compatible with the returned Pipeline Flex pusher. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.